Event description:
It was reported the patient's implantable neurostimulator (ins) stopped recharging three months after implant. It was stated by the patient they could feel the ins "turn on and off" just from walking, since implanted. It was stated the manufacturer representative met with the patient a week prior to report and was able to get 7-8 coupling boxes but it was "harder than usual". It was then stated the patient successfully recharged one time after this and was able to get 8 coupling boxes. On the day of report the representative was getting a reposition antenna message on the recharger. It was noted the patient was receiving stimulation at this time and the ins showed about 25% charged. It was also noted antenna locate feature and a physician mode reset (pmr) were unsuccessfully performed. Impedances were checked and all were within normal range. An x-ray was performed and it was confirmed the ins was not flipped but the lead was "coming off right side". It was later reported on (B)(4) 2013, additional pmr attempts did not work and the patient was going to be scheduled for an ins replacement. Additional information was requested and if received, a supplemental report will be filed.

Event description:
Additional information received reported that the implantable neurostimulator (ins) stopped recharging. There were zero coupling bars and previously the ins got 8 out of 8 coupling bars. It was confirmed that the ins was not flipped. It was stated that this was not normal batter depletion. It was noted that there was no patient injury.

Event description:
Additional information stated that the device was explanted the day before the report and a new model was implanted.

Manufacturer narrative:
Concomitant medical devices: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 37746, serial#: (B)(4), product type: programmer, patient; product ID: 37754, serial#: (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins (B)(4) restore, serial # (B)(4)) found no anomalies. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.